Event description:
It was reported the system failure force sensor test warranty. No patient injury reported.

Manufacturer narrative:
The device was received with both seals were intact, the top and bottom cases are in excellent condition. No visible contamination. The history log showed force sensor test found in ehl. Testing included power up process and performed calibration verification test. Testing concluded force sensor test error duplicated during the power up process. Error found in ehl. Steady state reading of the force sensor (with no pressure on it) 0= count 0 = - 1.05 lbs. And forces reading are fluctuating (intermittent). The plunger cable. Intermittent forces reading caused by the plunger cable. There must be internal short or break in plunger cable. The root cause was unknown. Unable to determine. Force sensor assembly and plunger cable was carefully inspected. No physical damage or contamination on plunger head. The tech replaced plunger cable . Performed calibration on the pump and passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).